Event description:
On (B)(6) 2009, pt reported a small drop of insulin gets in the chamber when changing the insulin cartridge and he wipes immediately with a cotton swab. Pt stated a significant amount has not gotten into it. Pt reported it is not enough insulin to pour out when tipping the infusion device over. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.